Manufacturer narrative:
(B)(4). Results: wound complications.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a fusiform 51 mm diameter abdominal aortic aneurysm approximately 27 months ago. The aortic neck was 19.9-21.3 mm in diameter and 26.7 mm in length. The distal aorta was 30 mm in diameter. The diameter of the right iliac artery was 10.8 mm, and the left was 10.2 mm. The diameter of the right femoral artery was 7.4 mm and the left was 8 mm. The iliac arteries were mildly tortuous with 5% stenosis on the right, and 15% stenosis on the left. It was reported that the patient was hospitalized one week post implant for a hematoma in the right groin. This was surgically corrected and the event resolved on the same day. The patient recovered and is doing fine. The investigator assessed the event to be procedure related.